Event description:
It was reported an animal underwent an unknown veterinary procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by distributor per account that the product keeps breaking on them when in use. 36 count box (but there are 11 left in the box). Overall, the items have been hard to manage during use. Device is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: if possible, could you please confirm how many devices demonstrated the alleged deficiency? Not sure of the exact amount, but probably about half of the sutures used broke. When did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? During handling and during use on patient. Is this device or samples from the same lot available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We still have product here. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/25/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device corrected information: d4 UDI additional information: d9, h3, h6 a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. H3 investigation summary: the product was returned to ethicon for evaluation. Eleven(11) unopened samples were received for analysis. The product code is z317h. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.